Event description:
It was reported to philips that the system's geometry did not work. The device was in clinical use at the time of the event. No user or patient harm has been reported. The patient's procedure was delayed. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system was not booting up and geometry fault. After reviewing log file fse did not found any malfunction related suit pc. Upon troubleshooting fse identified issue in suite pc. The cause of the suit pc defect not confirmed by the supplier's part analysis. Fse replaced the suite pc, restarted the system reloaded the software, after replacement of suite pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.